Event description:
On (B)(4) 2011, the distributor contacted animas alleging that keypad button presses did not activate desired pump functions. The distributor did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence, however, that the alleged issue contributed to a serious injury. The distributor did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the ok and down arrow buttons. The keypad buttons were found to be intermittently responding to presses and did not have normal spring back. The keypad was removed and adhesive was observed under the button contacts.